Manufacturer narrative:
Product event summary - the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further test ing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 5024m-52: implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that there was no output from the device. The right ventricular lead had undefined impedance, and no pacing due to being fractured. The device was explanted and replaced with a new device on the right side. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.